Event description:
Four falsely elevated inorganic phosphorous results were reported. Corrected reports had to be issued. Patient treatment was not prescribed or altered. There was no adverse health consequences as a result of the falsely elevated inorganic phosphorous results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the site. Qc were run several times and they performed within specifications. Further analysis of the instrument and instrument data could not reproduce the discrepant sample results. The instrument is performing within specifications. No further evaluation of the device is required.